Manufacturer narrative:
All buttons function properly, however, pump had corroded keypad traces on up and down arrow buttons. No unexpected number ramping or scroll bar moving on its own noted. Pump was unable to prime during prime test due to faulty force sensor system. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.